Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from a faulty t-board. A field service engineer replaced the retractor band draw pcb and the t-board, and also installed new pockets to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had malfunction and needs maintenance. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.